Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital after receiving a vibratory alert due to lead noise. The patient experienced episodes of vt and did not receive therapy. The lead was suspected to be damaged and it was not confirmed under x-ray. The lead was capped and replaced on (B)(6) 2016. The defibrillation test was performed successfully and the patient was stable.